Event description:
The caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that was discovered at the end of the patient¿s treatment. Before the fluid leak was found, an m75 volume error warning occurred along with several m31 air detected in cassette alarms. When the cycler door was opened to remove the cassette, fluid was observed leaking out of the cycler and moisture was identified on the back of the cassette. It was unknown at what point in pd therapy the leak may have begun. No damage was found on the cassette. After the caregiver reported the fluid leak to ts, they were advised to discontinue use of the cycler. A replacement cycler was issued to the patient. They were advised to inform the patient's pd registered nurse (pdrn) of the replacement. Upon follow-up with the patient, it was confirmed they were trained to perform stat drains, as well as manual pd therapy if necessary. In the absence of the cycler, the patient was able to complete manual pd therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the replacement cycler was received. The patient stated they are continuing pd therapy on the new machine without any further problems. The old cycler was returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment on the door, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and passed. There were no fluid leaks in the test cassette, and no alarms or other issues occurred during the test. The cycler underwent and passed a system air leak test, a balloon valve actuation test, a teach pump test, a patient sensor check, and a mushroom head check. An internal visual inspection of the returned cycler was performed and found no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
The caregiver for a peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that was discovered at the end of the patient¿s treatment. Before the fluid leak was found, an m75 volume error warning occurred along with several m31 air detected in cassette alarms. When the cycler door was opened to remove the cassette, fluid was observed leaking out of the cycler and moisture was identified on the back of the cassette. It was unknown at what point in pd therapy the leak may have begun. No damage was found on the cassette. After the caregiver reported the fluid leak to ts, they were advised to discontinue use of the cycler. A replacement cycler was issued to the patient. They were advised to inform the patient's pd registered nurse (pdrn) of the replacement. Upon follow-up with the patient, it was confirmed they were trained to perform stat drains, as well as manual pd therapy if necessary. In the absence of the cycler, the patient was able to complete manual pd therapy. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. It was confirmed the replacement cycler was received. The patient stated they are continuing pd therapy on the new machine without any further problems. The old cycler was returned to the manufacturer for evaluation.